Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "sensor error" message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain readings. As a result, the customer experienced dizziness, lightheadedness, "couldn't hold up and went to knees", "unresponsive", and a loss of consciousness. The customer was given oral glucose by a paramedic, subsequently, the customer was taken to the hospital. The customer had two energy drinks before they collapsed and was provided dextrose for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Sensor data has been analyzed and no abnormalities were observed. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "sensor error" message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain readings. As a result, the customer experienced dizziness, lightheadedness, "couldn't hold up and went to knees", "unresponsive", and a loss of consciousness. The customer was given oral glucose by a paramedic, subsequently, the customer was taken to the hospital. The customer had two energy drinks before they collapsed and was provided dextrose for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
A "sensor error" message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain readings. As a result, the customer experienced dizziness, lightheadedness, "couldn't hold up and went to knees", "unresponsive", and a loss of consciousness. The customer was given oral glucose by a paramedic, subsequently, the customer was taken to the hospital. The customer had two energy drinks before they collapsed and was provided dextrose for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Sensor data has been analyzed and no abnormalities were observed. Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.